Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's onestep cable was unable to connect to a set of electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the customer removed and sent in the device's one-step cable. The malfunction was attributed to a faulty connector tab on the one-step cable. The customer received a replacement. Analysis for reports of this type has not identified an increase in trend.